Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, and erratic/intermittent display. A root cause could not be identified. Based on the results of the investigation, the probable cause for the malfunctions was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the screen of the colonovideoscope was glitching. The issue occurred with the device inside the patient for a diagnostic colonoscopy that was completed with an olympus back-up device. There were no reports of patient harm.